Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the second revision surgery due to recurrent dislocation. After the second revision surgery, recurrent dislocation occurred again. The 3rd revision surgery is scheduled for (B)(6) 2024. In the 3rd revision surgery, the head and cup (competitor cup) will be revised. No further information is available. This pc is related to (B)(4). This report captures the recurrent dislocation that occurred after the second revision surgery.